Event description:
It was reported that prior to the beginning of the procedure, the scrub technician attached the battery on the universal modular electric/battery single trigger handpiece, and it made a slow clicking sound. The sound persisted regardless of which attachment was used. An attempt was made to detach and re-attach the battery from the hand piece but functionality could not be restored to the device. There was no surgical delay, patient injury, or medical intervention associated with the event and the procedure was completed using an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.